Event description:
The following has been reported: biomed reported: pump # (B)(6) has the reported issue of "not reading cassette tubing "says tubing was loaded wrong". There was no reported patient harm from this failure. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.